Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited noise on the atrial and ventricular channels. The patient was in good medical condition and the device remained implanted.